Event description:
It was reported that the customer experienced an issue with an intuitive product. The retaining disc on the smaller internal gear was missing. The customer reported event has no report of patient injury. Intuitive followed up and obtained additional information. It is unknown if the endoscope moved freely with uncontrolled motion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the picture provided shows the xi endoscope attached endoscope adapter (aea) idler gear with the inner feature is completely eroded.

Manufacturer narrative:
The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed the issue. The root cause for cable connector ic discoloration is typically attributed to component failure, such as material degradation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endoscope was returned and visual inspection confirmed a defect on the attached endoscope adapter. Visual inspection of endoscope adapter confirmed the idler gear located between input gear #2 and idler gear exhibited degradation but no missing material found. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed the issue. The probable root cause of the camera instrument adapter is attributed to delrin degradation of the adapter as per the failure analysis result. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.